Manufacturer narrative:
The sample is indicated as available for evaluation. As of the date of this report, it has not yet been returned. A follow-up report will be provided once the sample has been received and reviewed.

Event description:
Physician reports that during procedure 3 units of the device, they do not take specimen and in one of the units, the receding of the tab that holds the sample is observed, which is a risk of tearing for the patient. It was a failure when patient was punctured with the needle and no sample was captured. No damage occurred.

Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.